Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had high out of range shock impedance greater than 125 ohms. It was noted that the range was from 115 to 130 ohms. Discussed changing vectors or increase daily monitor value to 150 ohms. The plan was to continue to monitor. The device and lead remain in-service. No adverse patient effects were reported.